Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s son called to report that the patient had experienced elevated blood glucose levels since switching their supplies the previous day. The patient was using a contact detach infusion set and stated that no insulin leakage was observed around the ilet or infusion site. The patient planned to administer a manual injection of fast-acting insulin and wait approximately ninety minutes before reconnecting to the device, with a plan to call back for troubleshooting prior to reconnecting. The patient confirmed that blood glucose levels were affected, reaching a high of 400 mg/dl and remaining outside the target range for approximately seventeen hours. The patient used a manual injection as back-up therapy. No ketone testing was performed, and no recent steroid injections were reported. The patient did not require professional medical intervention or additional assistance, and no immediate health effects were reported. During a follow-up call, the patient¿s son stated that the patient¿s blood glucose levels had returned to range and remained stable after changing the supplies. He reported that they did not observe any abnormalities with the infusion set such as a bent needle. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.